Event description:
It was reported while using bd venflon IV cannula 20g the catheter broke in the patient's vein. The following information was provided by the initial reporter: the venflon pro safety was inserted in a ptient who is 19 yo male. While the nurse was removing the cannula, the catheter part broke off from the hub and remained in the patients vein, which was later on removed the same day with the help of a minor incicion by a vascular surgeon.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned for the reported issue of ¿catheter broke / separated after placement¿ for material number (B)(4). A device history record review could not be performed on material (B)(4) because the lot number was unknown. Retention samples were not used for the investigation due to the lot being unknown. The exact root cause can only be determined if we receive the original sample and lot. The root cause cannot be determined. The complaint cannot be investigated further. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Manufacturer narrative:
The manufacturing location for this product is bawal. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number. A.2. Patient¿s birthday was not provided, (B)(6) 2004 was used based on age of patient. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd venflon IV cannula 20g the catheter broke in the patient's vein. The following information was provided by the initial reporter: the venflon pro safety was inserted in a patient who is 19 yo male. While the nurse was removing the cannula, the catheter part broke off from the hub and remained in the patients vein, which was later on removed the same day with the help of a minor incision by a vascular surgeon.